Event description:
The customer reported that the 840 ventilator had no audio alarm. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised check for speaker connections and verify alarm sounds. If alarm functions and error code persists may need to replace graphical user interface (gui) printed circuit board (pcb). Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).